Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd there was leakage of biohazard fluid. The following information was provided by the initial reporter: "1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No the manual port of the lyrics drips heavily again and where the filter that you take out for the long clean is located, the ¿purge sheath filter¿ produces different noises than usual."

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28jul2021 to 28jul2022. Complaint trend: there are 5 complaints related to the reported issue. Date range from 28jul2021 to 28jul2022. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was not determined. The customer reported that the manual port of the instrument was dripping heavily. They tested the measurements, and the setups were successful. In order to resolve the issue, the system support engineer (sse) asked the customer to flush the needle with warm water during the sit (sample injection tube) flush. The customer reported that after performing the sit flush with the hot water, the needle stopped dripping. The measurements were normal and the setups were successful. The instrument was working as intended. The dripping reoccurred in the instrument and details can be found in (B)(4). As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A on page 165. Service max review: review of related work order #: na, case # (B)(4). Install date: 18oct2021. Defective part number: na. Case comments: (7/28/2022 12:39 am) the manual port of the lyrics drips heavily again and where the filter that you take out for the long clean is located, the ¿purge sheath filter¿ produces different noises than usual. A vessel with a white lid is installed there (flowcell??) In the 2nd hoses are connected. How high should the filling level of this vessel be? The hose on the left constantly pulls air bubbles. We had to cancel the last measurements yesterday. Could it be related to this? We are testing the measurements again today, setups have been successful so far. ((B)(6) 2022 12:40 am) the client was asked to flush the needle with warm water during the sit flush. ((B)(6) 2022 5:35 am) the measurements are okay again so far. After the tip with the sit flush, the needle stopped dripping, I think the lyric has recovered. ((B)(6) 2022 5:36 am) customer performed a sit flush with hot water. The device is working properly. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified yes no. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: - sit design to capture back drips. - provide instruction for universal precautions. Req link (azure ID): - (B)(4). - libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir. O effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the biohazard leak was not determined. Conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument on the facslyric, was not determined. The sse asked the customer to perform a sit flush with warm water. After performing this, the needle stopped dripping. The instrument is confirmed to be working as intended. Supporting document: n/a.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd there was leakage of biohazard fluid. The following information was provided by the initial reporter: "1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) . 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) before waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. The manual port of the lyrics drips heavily again and where the filter that you take out for the long clean is located, the ¿purge sheath filter¿ produces different noises than usual.".